Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 450 mg/dl and ketones were present. Customer went to the emergency room and was hospitalized for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin/fluids were administered. Elevated bg/dka were resolved with no permanent damage. Customer did not know what caused the elevated bg. During system check with tandem technical support no issues were identified. Customer was discharged on (B)(6) 2019 and reportedly pump therapy was resumed. Customer alleged no issues with the pump and required no further assistance.